Event description:
A facility reported that during "c3-c7 posterior spinal instrumentation and fusion procedure", the mayfield modified skull clamp (a1059) had a slip and caused a laceration in the left temporal area of the patients head. The patient's surgery had no issues, except that staples were required at the laceration site. There was no surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, there was rotational and lateral movement in the lock and a residue buildup was present. The index knob and the lock will need new components added to replace worn internal parts; the unit will need to be machined to have heli-coils added to large starburst threads. Due to the unit not having any service history since it was purchased on (B)(6) 2023, it is with recommendation that the unit receive a preventive maintenance (pm) service. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit was in good condition, but the lock was slightly loose and ratchet extension threads looked dirty. To resolve the observed issues, all worn components were replaced and general maintenance and cleaning were performed. Root cause - the complaint issue of slippage is not confirmed. The clamp does have looseness in the lock, but when the clamp was properly positioned and put under pressure, it did not move. Additionally, the unit has no previous repair history. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.